Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. There was no compromised force sensor system alarms noted. The pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm on their insulin pump. The customer's blood glucose level was reported to be 120.6mg/dl. It was reported that the device would be replaced and returned for analysis. No further information provided.